Event description:
Customer reported the insulin pump was having a problem priming the infusion set. The customer was connected during priming and experienced low blood glucose levels. Paramedics were called to his home and customer was hospitalized for low blood glucose levels. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensitive resistor. Unable to perform further testing due to prime/fill anomaly.